Event description:
A male with very short common iliacs underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. Due to the iliac leg graft landing too close to the bifurcation, a type I endoleak resulted. In 2008, the physician placed another iliac leg graft on the left side to resolve the endoleak.

Manufacturer narrative:
Eval: still under investigation.